Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. After an unk amount of time, it was found that the catheter inside the pt had separated entirely from the external portion. The severed portion of the catheter was retrieved from the heart of the pt through the femoral artery using a snare. Both portions of the catheter were removed.